Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) up to 442mg/dl with extreme thirst and excess urination associated with a loss of prime issue. The loss of prime issue reportedly began on (B)(6) 2014. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient reportedly remained on the pump. Troubleshooting determined that the cartridges were not being used per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has not been returned to animas; a retain cartridge from the same lot was evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.